Event description:
A customer reported that their pump screen was dark and would not turn on. There was no adverse impact to the customer's blood glucose level. The technical support team instructed the customer through various troubleshooting steps, but the issue persisted. Consequently, the technical support team decided to replace the pump. The customer was informed about the need to reprogram settings into the new pump and understood the provided guidance. Additionally, arrangements were made for a loaner pump as the device was out of warranty, and the customer agreed to send insurance card pictures.